Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to product performance issue. Should additional information become available this file will be updated.

Manufacturer narrative:
On (B)(6) 2017 - this lead was extracted due to noise and loss of capture. Extraction was completed successfully, and the patient did have a hospitalization following the use of the laser sheath and dissection of the subclavian. The lead was significantly damaged by the extraction. There were no visible defects on the proximal end of the lead, and no identifiable issue via fluoroscopy.